Event description:
Unable to remove nitinol wire after PICC placement. Wire sheared off in pt.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of revi0040 showed no other similar product complaint(s) from this lot number.